Event description:
The reporter indicated that the device was implanted using the cephalic cutdown procedure, in the afternoon of 03-28-97. On that same day, around 7pm, oversensing and undersensing were observed on the ECG monitor. The lead impedance measure 339 ohms. When measuring lead impedance (with a psc) after opening the pocket, it was intermittent, oversensing and undersensing were observed. X-rays were done and a lead fracture was suspected. The lead was replaced. When extracting the lead, coils where the lead body was sutured with vessel were found to be extended. The lead will be returned for analysis.